Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that primary and secondary languages on their device would switch automatically after the first manual initiated self test and connectivity test. Without correct voice prompts, a lay user would not receive the correct audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The reported issue was able to be verified but unable to be duplicated. The stryker connected solutions team has updated setting in the online system and reporter manually connect those devices again for software update which resolved the issue. The device lifenet logs were evaluated and it was confirmed that the device is in a "ready" state. The root cause of the issue could not be determined.

Event description:
A customer contacted stryker to report that primary and secondary languages on their device would switch automatically after the first manual initiated self test and connectivity test. Without correct voice prompts, a lay user would not receive the correct audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.